Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump has alarmed motor error . She changed the battery but blood glucose levels was 300, 40, and 50 mg/dl .customer was not able to clear the alarm. Insulin pump is not expected to return.